Manufacturer narrative:
The complainant was contacted for the return of the device. The customer has responded and indicated the device was repaired at their facility, placed back into service and the parts disposed of.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.